Event description:
It was reported via clinical study that this patient underwent a shoulder replacement. Subsequently, the patient experienced shoulder dislocation and aseptic humeral loosening after performing yardwork and feeling the shoulder ¿tweak.¿ the patient underwent a revision to a standard reverse with preserve stem construct. During the revision procedure, the torque screw, preserve stem, humeral tray, humeral liner, glenosphere, and glenosphere locking screw were removed. The outcome is considered resolved. No further information is available.